Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged dehiscence is related to the activ.a.c.¿ therapy system. The article noted, "although the radical free flap has been used for defect reconstruction in head and neck surgery for more than 30 years now, it is frequently associated with post-operative wound complications in the donor area on the forearm." No additional information is available. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On jun 15 2018, the following information was received by kci after a review of journal article, koch, michael et al. "Treatment of the donor site of free radical flaps: vacuum sealing versus conventional wound care" acta oto-laryngologica (2017); vol 137, no.12, 1301-1306. Doi: 10.1080/00016489.2017.1357190: per table 1. Distribution of wound complications: 6 out of 83 patients experienced minor dehiscence when using the activ.a.c.¿ therapy system. No additional information is available. The serial number of the devices used were not included, thus a device evaluation cannot be performed.